Event description:
Information received by medtronic indicated that the customer reported crack pump case on battery compartment, at risk of exposure to moisture. Troubleshooting was not performed and no further details has been provided. No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unexpected pump error 68, pump error 49, and pump error 23 occurred during rewind. The pump passed the displacement test and active current test. Pump failed screen test of the self test due to pump error 75 alarm. Pump failed sleep current test due to high currents. Pump was sent to download the history files and traces using thump and was successful. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range until the end of the graph. The unloaded voltage (ul vlith) and loaded voltage (loaded vlith) had a huge voltage drop due to moisture damage on the j6 and j7 connectors on the pcba 1. Pump error 25 occurred during testing due to moisture damage on the j6 connector. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcba 1. Test p-cap locks properly into the reservoir compartment. The pump was cut open for visual inspection and found moisture on pcba 1, pcba 2, motor, and the force sensor. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked case - corner of belt clip rails, label damage (stained). Unexpected battery power loss, pump error 75, pump error 68, pump error 49, pump error 25, and pump error 23 were confirmed during testing due to moisture damage on the j6 and j7 connector on the pcba 1. Pump was exposed to moisture on pcba 1, pcba 2, motor, and the force sensor. Cosmetic damage was confirmed on the battery compartment during analysis. Pump failed self test due to moisture damage on pcba 1 and pcba 2. Pump failed rewind test due to moisture damage on the j6 connector causing the pump to reset. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.